Event description:
It was reported that during surgery, it was found that the polymer and the monomer were mixed about 3 minutes; however, it could not be mixed well (incorrect consistency). Another new simplex was used without problem. There was no significant delay in the surgery due to the event. The product was stored at the distributor at 15 c for a month and then at the hospital's refrigerator till just before use.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared (B)(4). An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.